Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation, along with an additional device. A visual inspection revealed two devices were returned in original packaging with the batch number of the complaint on the label. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The needle assembly is severely bent. The actuator is in the pre-t1/post-t2 position but has been lifted upward in the channel due to the bent needle assembly. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle to the tip of the needle but will only return to the pre-t1/post-t2 position so that the t2 cannot be deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during a right meniscus repair, after t1 was implanted, t2 of the fast-fix 360 was deployed simultaneously. Both t1 and t2 were successfully removed from the patient. The surgery was completed using a back-up device, with a surgical delay of less than 30 minutes. No further complications were reported, and the patient's status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).